Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2016, the patient was implanted with a afx bifurcated stent graft and a afx infrarenal aortic extension. Secondary procedure was performed on (B)(6) 2017, for an unknown reason. A afx vela suprarenal and afx vela infrarenal were implanted in the patient. No additional event or patient information is available.

Manufacturer narrative:
At the completion of the clinical evaluation, the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; indeterminate endoleak (possible type ii or type iii). The physician conducted a secondary procedure to treat the undetermined endoleak and proximally extend renal stent placement. The manufacturing records confirm that the lots met all requirements prior to release. There have been no further reports of negative patient sequelae. The device remains implanted in the patient and is not available for evaluation. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.